Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2003 and mesh was used. It was reported that the patient had a concurrent procedure of a mesh revision performed during mesh implantation. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. This is one of three medwatches being submitted. See also medwatch 2210968-2012-04214 and 2210968-2012-04215. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 04/14/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient underwent a posterior repair, enterocele repair, perineoplasty and cystoscopy on (B)(6) 2013, due to enterocele, rectocele and obstructive defecation. It was further reported that the patient underwent an exploratory laparotomy and bso on (B)(6) 2011, due to presence of a pelvic mass. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure to treat sui, cystocele and intrinsic sphincter deficiency on (B)(6) 2000 and an unk sling was implanted.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-04214 and 2210968-2012-04215. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted concurrently with removal of eroded vaginal mesh, revision of abdominal sacrocolpopexy, partial omentectomy and closure of vaginal defect of the posterior vaginal wall due to erosion of vaginal mesh, pop and sui.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary frequency, urinary urgency, hematuria, nocturia, urinary incontinence, rectocele and cystocele.